Event description:
It was reported that the right atrial (ra) lead was exhibiting constant noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: reply dr competitor implantable pulse generator (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo and the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.